Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no products were returned for investigation. The complainant was asked three times for the cleaning and sterilisation parameters used and asked if the cleaning and sterilisation section of the IFU associated with the device was followed. The response was that the products have not yet been used. All our instruments cleaning processes have been validated. As long as the cleaning and sterilisation parameters documented in the relevant IFU are followed, then the product should clean without any issues. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
These are the instruments that they have predicted could be challenging to clean.